Event description:
It was reported that the patient underwent a left hip aspiration for possible infection. Small amount of serous fluid was obtained and sent for culture.

Manufacturer narrative:
The associated complaints devices were not returned. The clinical/medical team concluded, all documents and images provided as of this date have been reviewed and consider and unless noted do not contribute to the clinical investigation. The impact to this patient has been multiple interventions and surgeries with debility and recovery pain. The clinical information provided, of the osteolytic/metallosis and synovial reaction¿ may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. The root cause of the dislocations cannot be concluded based on the information provided. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.